Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Event date was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.